Manufacturer narrative:
Originally it was stated that dental office has the intention to send the handpiece in for analysis. As we did not receive the product during the past month, we contacted office again. Now it was stated that it is likely that they will not return the handpiece. Therefore further investigation is not possible.

Manufacturer narrative:
During a call with the dental office it was announced that the handpiece will be send into our repair shop for further analysis. However, we did not receive it, yet. As soon as available the evaluation will be carried out and the conclusion will be reported with the follow-up report.

Event description:
During a crown preparation to tooth # 19 the handpiece heated up and caused a burn which blistered on patient's lower front inside lip. Patient received something to reduce pain and to avoid an inflammation. Medical care was not necessary.